Event description:
A patient was treated for a right femur and tibia fracture with rotating movement. During the procedure to on (B)(6) 2013, the inserter handle of the nail broke. This occurred while inserting the titanium elastic nail the inserter handle of the nail got broken and the nail stuck inside the handle. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
The investigation has shown that the tip is indeed broken off. It is also clearly visible that the top of the inserter got badly damaged through hammer blows. Based on these findings the complaint condition is likely the result of too much mechanical force leading to these damages. Review of the technique guide notes that gentle blows should be applied to the impaction surface or the inserter, avoiding blows to the piece and using the hammer guide if higher forces are necessary. No product fault could be detected.